Manufacturer narrative:
Multiple attempts to obtain information additional information on this event have been unsuccessful. The product has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Additional information confirmed that this device remains implanted.

Event description:
Medtronic received information that three years, six months post implant of this mitral annuloplasty band, the patient was experiencing mitral regurgitation, necessitating reintervention. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.